Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a bronchoscopy and stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment due to malignant stenosis. During the procedure, physician experienced difficulty removing the packaging stylet from the delivery system. The physician was able to remove the stylet by using pliers on both the stylet and delivery system. The procedure proceeded and the stent was positioned at the target location. The stent was deployed, however, it did not appear to expand at all. The delivery system was then removed from the patient, followed by removal of the stent. The procedure was not completed; reason unknown. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Examination of the returned device noted that the stent was fully deployed. Examination of the deployed stent noted no anomalies, it was fully expanded. A visual and tactile examination of the shaft of the device found no anomalies. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4) for the reported event of stent failure to expand. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a bronchoscopy and stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment due to malignant stenosis. During the procedure, physician experienced difficulty removing the packaging stylet from the delivery system. The physician was able to remove the stylet by using pliers on both the stylet and delivery system. The procedure proceeded and the stent was positioned at the target location. The stent was deployed, however, it did not appear to expand at all. The delivery system was then removed from the patient, followed by removal of the stent. The procedure was not completed; reason unknown. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.